Manufacturer narrative:
Initial and final MDR 1923690 - MDR 3003442380-2024-17015 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient complained about three infusion sets that fell off during use. The infusion sets were in use for few hours and the patient resolved all the events by replacing infusion set and resumed insulin successfully. No further information available.